Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads dislodged after implant and it was found about three weeks later at a clinical visit. The ra lead was repositioned but the threshold and sensing were still bad. The ra lead was removed and replaced. The rv lead helix would not extend during repositioning. The lead was removed and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 457453 lead, implanted: (B)(6) 2014. (B)(4). -

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.